Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.2. Cloud - smartphone hardware iphone16.1. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 32 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include shaking and blurred vision. As treatment, the patient consumed a peanut butter sandwich, candy cane, nutella and 3-4 sodas. After consumption of food the patients blood glucose had not increased. Once at the hospital the patient was treated with intravenous fluids. The patient was at the hospital emergency room for 6-7 hours.